Manufacturer narrative:
The device was returned to zoll medical canada's service department. The customer's report was verified and attributed to a loose high voltage pin on the multifunction cable to cprd adaptor. The multifunction to cprd adaptor was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) with vital signs absent, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.